Event description:
It was reported that the insulin pump was frozen on the low reservoir screen. Customer stated that the insulin pump was in the cooler and had fallen in ice water.troubleshooting was performed and it was noted that the insulin pump was not frozen and that the buttons on the insulin pump were unresponsive due to moisture damage. Customer's current blood glucose reading is 105 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had no down button response due to corroded keypad traces. No frozen display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot. No moisture damage was noted inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.